Event description:
Reporter indicated that patient's device was found to be set to 0ma output current instead of to prescribed parameters after patient returned from a trip overseas. Treating neurologist reportedly reprogrammed the device to prescribed settings. User error during previous programming session is suspected.

Event description:
Review of device programming history revealed that during office visit prior to discovering that the device was programmed to 0ma, an interrupted lead test resulting in a fault/fault reading causing the device to be programmed to 0ma.